Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they were sore from the procedure. Patient reported that when they increase their stimulation it is uncomfortable and causes them pain. Patient decreases stimulation and then it is okay. Consumer reported when they tried to switch to the left side and increased stimulation as far as it would go they did not feel stimulation or anything. Patient reported they think the leads may have moved but they have no pain or concerns as the right side works. Patient was redirect to their health care provider. No further complications reported/anticipated.